Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value displayed as "high" on the continuous glucose monitor (cgm). Cause was not known. The customer addressed the elevated bg with a correction bolus. Reportedly, customer continued to use pump for insulin therapy.